Event description:
Device report from synthes reports an event in india as follows: it was reported a newly bought reduction locking clamp was not working. It is unknown where the malfunction was discovered. There was no known patient involvement. This is report 1 of 1 for (B)(4). This report is for a reduction tool.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: investigation summary the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that reduction-attachm f/collin reduc clamp was observed with some scratches due to usage and the mechanism dented. This condition is a possible for unable to assemble condition. A dimensional inspection for the reduction-attachm f/collin reduc clamp was unable to be performed due to complex geometry of the device and post manufacturing damage. A functional test was unable to performed due to mating device (398.758 reduction attachment) was not received. The complaint condition was not able to be replicated. A functional test could not be performed as the mating devices were not returned. However, the assembly issues could be confirmed due to the observed scratches condition of the device. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the reduction-attachm f/collin reduc clamp would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed: yes, no issues dimensional inspection: n/a device history part # 398.758 lot # 200259-501 manufacturing site: (B)(4). Release to warehouse date: 27 jan2021 supplier: leitner ag a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.